Manufacturer narrative:
Investigation summary: nineteen (19) unopened samples, one used needle assembly with its unopened package, and eight photos were received by our quality team for evaluation. Upon inspection, it was identified that the button is not in the pressed position. It was also identified that adhesive was present on the outside of the needle hub running down onto the button. The adhesive is preventing the button from being pressed resulting in the needle retraction failure. The unopened units were visually inspected for any abnormalities and the button was engaged, all units retracted, and no abnormalities were observed. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Adhesive on the outside of the hub may occur due to station or part misalignment or adhesive buildup on the nozzle. Operators inspect for adhesive on the outside of the hub and button per the sampling plan. Inspections are also performed during setup and downtown. Maintenance is performed periodically to ensure proper function of the machine. The maintenance records were reviewed and verified to be up to date during the manufacturing of this lot. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter experienced a needle that would not retract. The following information was provided by the initial reporter, translated from japanese to english: the customer reported that the safety mechanism didn't work.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter experienced a needle that would not retract. The following information was provided by the initial reporter, translated from (B)(6) to english: the customer reported that the safety mechanism didn't work.